Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(6) - aviva test strips; (B)(6) - aviva combo meter.

Event description:
Caller alleges questionable blood glucose readings. Caller reported experiencing a blood glucose level of 435 mg/dl at 10:02 am, she ate and then administered 10 units of insulin. Caller stated at 10:45 am her blood glucose level was 37 mg/dl with symptoms of hypoglycemia such as shaky, dizzy, uncertainty, and sweating; her husband administered glucagon via syringe and she ate. Requested return of the alleged device for evaluation.